Manufacturer narrative:
At this time, the product has not been returned. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgement. The lead exhibited loss of capture, which resulted in increased follow up due to the device. There was no asystole. The patient underwent surgical intervention to replace the lead. No additional adverse patient effects were reported. The lead is not expected to return.